Event description:
It was reported that during a da vinci s prostatectomy procedure, a screw was becoming loose on the endoscopic camera manipulator (ecm) and an audible scratching sound could be heard. At this time, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure.

Manufacturer narrative:
The investigation conducted by isi field service engineering discovered that the loose screw issue experienced by the customer was associated with the two loose screws in the ecm. The system was repaired by adjusting the screws. As of 7/21/2010, there have been no reported recurrences of the issue at this hospital.